Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) (B)(4), alleging an error 2 strip issue with her onetouch ultra2 meter the complaint was classified based on the customer care advocate (cca) documentation of the call. The patient reported that the error 2 issue started at 12 noon on (B)(6) 2017. The patient manages her diabetes with insulin, which she self-adjusts. She denied making any changes to her usual diabetes management routine following the start of the alleged issue. She also denied developing any symptoms after obtaining the error 2 messages. She reported that at 2 pm on (B)(6) 2017, she went to the emergency room (ER) where a blood glucose result of ¿610 mg/dl¿ was obtained on the ER meter. She stated that she received treatment of 10 units of rapid insulin ¿listro¿ from a healthcare professional (hcp). During troubleshooting, the cca noted that the subject meter was not being used for the first time and, based on the information provided, there was no misuse of the product. The patient confirmed that she was using the correct test strips and she described the correct testing steps. When she pressed the power button, she confirmed that the error 2 message did not occur. The patient did not have testing supplies to perform a retest. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly received medical intervention for an acute high blood glucose excursion (reading of 610 mg/dl on the ER meter), after obtaining error 2 messages on the subject meter.